Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical conclusion: it was reported a patient experienced shortness of breath due to missed treatments on the liberty select cycler. The patient was awaiting a replacement cycler due to screen brightness issues in which the shipment was delayed for 48 hours. The patient¿s daughter administered the patient oxygen. The patient regularly received oxygen due to pre-existing breathing issues related to a history of lung cancer. Upon follow up the peritoneal dialysis registered nurse (pdrn) reported the patient is very sensitive to breathing issues and becomes quickly short of breathe requiring the use of oxygen. The patient did not complete cycler based peritoneal dialysis or manual exchanges for 48 hours while awaiting the replacement cycler. It would take the patient too long to drain and therefore did not utilize manual exchanges. The oxygen administration is a regular occurrence for this patient who experiences frequent bouts of shortness of breath. The patient did not require any additional treatment and the issue resolved once the patient resumed treatment on the replacement liberty select cycler.

Event description:
It was reported a patient experienced shortness of breath due to missed treatments on the liberty select cycler. The patient was awaiting a replacement cycler due to screen brightness issues in which the shipment was delayed for 48 hours. The patient¿s daughter administered the patient oxygen. The patient regularly received oxygen due to pre-existing breathing issues related to a history of lung cancer. Upon follow up the peritoneal dialysis registered nurse (pdrn) reported the patient is very sensitive to breathing issues and becomes quickly short of breathe requiring the use of oxygen. The patient did not complete cycler based peritoneal dialysis or manual exchanges for 48 hours while awaiting the replacement cycler. It would take the patient too long to drain and therefore did not utilize manual exchanges. The oxygen administration is a regular occurrence for this patient who experiences frequent bouts of shortness of breath. The patient did not require any additional treatment and the issue resolved once the patient resumed treatment on the replacement liberty select cycler.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dim. Brightness test failed ¿ the display was visible but dim. Checked the hardware options for the brightness level, set to the maximum (10) and the display was still dim. An internal inspection of the cycler found transformer on the ¿inverter board¿ to be burnt. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the touch screen became operational. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Product problem changed to yes.